Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 600 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer also reported that the insulin pump had multiple insulin flow block alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. No unexpected insulin flow blocked alarms were noted.